Event description:
Pt's stimulator was replaced due to battery failure. She stated that it was supposed to last 8 years, but failed less than a year. The second one also keeps giving her shocks going down into her legs. She said that there was some water inside the unit and was repaired during another surgery, but still receiving shocks from the stimulator.